Manufacturer narrative:
Mfg records for lot number r0506207 were reviewed and the results indicate that the product met quality requirements for product acceptance. This review was extended to subassembly part number e7135569, e7122094 and e7201942 with lot number 0105060542, 0605060169 and 0405060064. This review confirmed that subassemblies met quality requirements for product acceptance as well. The balloon burst pressure tests were found to be pass. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.

Event description:
Report received indicated that during the placement of a stent to the iliac artery the balloon was reported to have ruptured below rated burst pressure. The vessel was described as having severe calcification and moderate tortuosity. The product was prepared and used as per the instructions for use (IFU). The stent delivery system (sds) was advanced to the lesion over the guidewire and through the sheath introducer. The balloon was inflated using an indeflator; however, the balloon ruptured at 5 atmospheres. The stent was successfully placed in the lesion. The sds, without the stent, was withdrawn from the pt's body, and another balloon was used for post-dilatation. The deployed stent fully covered the target lesion, and the procedure was successfully completed.